Event description:
A web complaint was received regarding the detachment of the adc device after day 1 of wear. As a result, the customer receives medical treatment from someone other than themselves, however, no further information was provided. Adc customer service attempted to contact the customer several times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.